Event description:
The lay user/pt contacted lifescan in 2007, and alleged that she was not able to code her one touch ultrasmart meter. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that she was unable to code her meter (unknown when the issue began) and therefore, was unable to test her blood glucose. She was trying to set the meter to code 15 to match her test strips. She also mentioned that this was a new meter, but there was a code 17 previously set in the meter at the time of troubleshooting. The same day at 11:30 am, the pt went to the doctor's office at the hospital for an appointment. She was not able to code the meter (use error) and therefore, did not test her blood glucose. She was "not feeling too good" and passed out at the doctor's office (time frame not provided). The pt mentioned that she was experiencing low blood glucose symptoms (exact symptoms not provided and unclear as to when the symptoms started). She was placed on IV glucose. The pt reported that the healthcare professional figured that she was taking too much humalog or novolog insulin (no diabetes medication regimen provided). No further info provided regarding the event. At the time of troubleshooting, the pt was walked through resolving the issue (meter was set to the code 15). Although there is insufficient info provided regarding how long the pt had not been able to test her blood glucose, when the symptoms started, and what medications were taken/withheld, this complaint is reported because the pt claims she was not able to code the meter (due to use error) and alleges she later passed out at the doctor's office and was treated for hypoglycemia by a healthcare professional. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and , if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.